Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed low battery alarms and bad battery alarms. Customer's blood glucose was around 300 mg/dl. Customer mentioned the battery indicator was not less than two bars. Device had also alarmed motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarms were noted. The motor passed the motor test. No unexpected failed battery test alarm, low battery alarm, or bad battery alarm noted. The battery icons functioned properly. The pump had minor scratches on the display window and a cracked reservoir tube lip.